Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When checked by the distribution center staff, it turned out that the fixation pin broke.

Manufacturer narrative:
Evaluation summary: due to the fact that only the screw part of the fixation pin was returned and the most likely failure mode, based on previous investigations, for separated screw parts is a broken off stop pin the reported event could be confirmed. Within the visual investigation it was determined that the stop pin and the expanding sleeve were not returned. The stop bar of the returned screw shows heavy, plastic deformations due to the collision and friction with the stop pin. Based on previously performed investigations most likely the stop pin broke off from the expanding sleeve. Because of the too high torsional forces, several times acted during the application, too high bending forces occurred upon to the stop pin leading finally to the breakage of the laser-welding seam between the stop pin and expanding sleeve. Based on the currently performed investigation and based on previous evaluations with sem micrograph the root cause was attributed to a user related issue. Because of too high bending forces, most likely the laser-welded seam between the stop pin and expanding sleeve was broken off in low cycle fatigue mode with much evidence of a forced rupture. Indications for material or manufacturing related issues could not be found in the investigation. Therefore no corrective action was deemed necessary at this time.

Event description:
When checked by the distribution center staff, it turned out that the fixation pin broke.